Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl with meniscal repair procedure the suture broke upon tightening with a knot pusher. A backup device was utilized in the same location to secure the site. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows all components are in good condition. The components are used. There is surgical matter on the tip of the pusher. The depth limiter has been trimmed to preference. The pusher shaft and the cannula are straight. The device was functionally tested. It pushed as intended. With further advancement of the trigger, it also cut as intended. It is possible that the trigger was inadvertently pushed past snugging the knot and into the cut position. No root cause related to the manufacture of the device can be established. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.